Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and the right ventricular (rv) lead exhibited high threshold. The ipg and pacing lead were inactivated and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.